Manufacturer narrative:
Device history record (DHR) of affected device; product code gp0608, lot number 150154 was reviewed and verified that lot met specifications without any non-conformities observed. Device not returned.

Event description:
Galaflex scaffold implanted during bilateral mastopexy procedure. Patient experienced wound healing issues on one breast. Three months post-op, extrusion of the mesh with fluid leakage at the lower pole was noted. Exposed portion of the mesh was removed and patient placed on antibiotics. Issue resolved without further complications.